Manufacturer narrative:
Testing of actual/suspected device: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) EKG was not being detected. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (type of investigation). Device not accessible for testing: (4117/213) there was no repair to the unit as the customer stated it was use error. H3 other text : customer did not request repair.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, d4 (version or model #), g1 (contact person ¿ mfg site).